Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. X-ray imaging was performed during lead revision. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in correct location on the terminal pin. Visual examination noted the helix was fully retracted and there was dried bodily fluid within the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test passed without issue indicating no blockage in the lumen. A slight bend in the lead body was noted. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. X-ray imaging was performed during lead revision. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.